Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing diagnosis procedure, and the procedure was completed by restarting system. The philips field service engineer (fse) inspected the system onsite and confirmed there was no live video displayed on the auxiliary monitor. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse found that lan cable had poor contact. The philips engineer replaced the lan cable line. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live video is not displayed on the auxiliary monitor in the examination room. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.